Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for non-bleeding varices in the esophagus on (B)(6) 2013. According to the complainant, the ligator head of the device was found to be cracked in two parts. This was discovered, after the device was successfully used to complete the procedure, and had been removed from the patient. No part of the device had fallen off into the patient. No damage was noted to the packaging of the device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. Received the ligator from a speedband superview super 7 device. Upon investigation no residue observed on returned ligator. The ligator was returned in two pieces. All the bands had been fired. The suture that holds the ligator housing and ligator adapter together was missing and was not returned. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned incident device was consistent with the complaint that the front of the tube of the device was broken in two parts. The returned ligator was in two parts, the hard plastic housing and the flexible adapter. Based on the event information and analysis of the returned ligator, it appears likely the ligator housing and ligator adapter separated from each other after withdrawing the scope after all the bands had been fired. The separation of the two components would then have allowed the suture to come free. There was no damage to either the ligator housing or ligator adapter components. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A device history record (DHR) review of lot number 16154494 was performed and revealed no related issues to the reported complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for non-bleeding varices in the esophagus on (B)(6) 2013. According to the complainant, the ligator head of the device was found to be cracked in two parts. This was discovered, after the device was successfully used to complete the procedure, and had been removed from the patient. No part of the device had fallen off into the patient. No damage was noted to the packaging of the device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.